Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by deleting the old data. The philips field service engineer (fse) inspected the system onsite and confirmed that the exposure was not possible. Review of system log file showed image disk full error. Fse reloaded the ippc software and recreated the image store. Later, the issue reoccurred and fse replaced the ippc in that work order. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that exposure was not possible. The system was in clinical use. There was no harm reported. Philips has started an investigation of this complaint.